Manufacturer narrative:
The axium coil has not been returned for evaluation; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the medtronic coil could not be detached using the instant detacher (ID). They also tried to detach the coil with the manual method (breaking of the hypo-tube, an alternative detachment method presented in the instructions for use), but the coil still could not be detached. The coil was withdrawn, and a new coil was successfully implanted. No patient injury was reported as a result of the event. The patient was undergoing embolization treatment of an unruptured saccular aneurysm measuring 4mm x 2.6mm located in the a1. The patient¿s blood flow was normal and the vasculature was moderate in tortuosity. It was reported that physician attempted to detach with the ID three times. A different ID was also used but failed to detach the coil. The number of attempts with this ID was not specified. The manual method was attempted twice. The instant detacher will not be returned as they stated there was no issue with it.

Event description:
On (B)(6) 2020 mpxr728422 (for, hcp, rep): medtronic received information that the axium coil could not be detached using the instant detacher (ID). They also tried to detach the coil with the manual method (breaking of the hypo-tube, an alternative detachment method presented in the instructions for use), but the coil still could not be detached. The coil was withdrawn, and a new coil was successfully implanted. No patient injury was reported as a result of the event. The patient was undergoing embolization treatment of an unruptured saccular aneurysm measuring 4mm x 2.6mm located in the a1. The patient¿s blood flow was normal and the vasculature was moderate in tortuosity. It was reported that physician attempted to detach with the ID three times. A different ID was also used but failed to detach the coil. The number of attempts with this ID was not specified. The manual method was attempted twice. The instant detacher will not be returned as they stated there was no issue with it. 2020-06-11 e1 (for, hcp, rep): additional information received reporting that the first ID used was new. The second one used was a new one. There were no issues encountered prior to the non-detachment of the coil. No damage was observed to the pushwire after it was removed from the patient.

Manufacturer narrative:
The axium pusher appears to have been broken. The release wire was not extending from the broke end. The implant coil was found to be attached to the pusher when viewed within the introducer sheath. The axium coil was pushed out from within the introducer sheath without issue. No other bends or kinks were found with the axium pusher. Under the microscope, the release wire coin was found to be located against the lumen stop, the coil shield was found to be present, and the implant coil was found to be still attached to the pusher. The implant coil was found damaged and had lost its original shape. The total length of the pusher was measured to be ~179.5cm which is not within specification (specification: 188.0cm ± 1.5cm). Approximately 8.5cm of the pusher proximal end was found broken off and not returned. The pusher break likely occurred during use as it was reported the manual method was attempted twice. During testing, the pusher was intentionally broken to locate the release wire. The release wire was found broken within the pusher at ~158.0cm from the distal end (~21.5cm from proximal broken end). The remaining ~30.0cm of the proximal end of the release wire was found broken off and not returned. The accessible portion of the release wire was grasped and pulled, detaching the implant coil without issue. No other anomalies were observed. There was no indication that the event was related to a potential manufacturing issue. Based on the device analysis and reported information, the customer¿s report of ¿non-detachment¿ was confirmed as the implant coil was found still attached to the pusher. As the release wire was found broken within the pusher this is likely to cause non-detachment of the implant coil. However, the cause for the broken release wire could not be determined. No issues were encountered detaching the implant coil manually. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reporting that the first ID used was new. The second one used was a new one. There were no issues encountered prior to the non-detachment of the coil. No damage was observed to the pushwire after it was removed from the patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.